Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire in the jaws came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Two (2) devices were opened in the past week and they were defective upon opening. The wire in the jaws had come off the jaws before use. New product was opened. Replacement will be needed to the above person. By the way, only one of the 2 devices will be returned. The other was discarded. Same lot number. Thank you!

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire in the jaws came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Two devices were opened in the past week and they were defective upon opening. The wire in the jaws had come off the jaws before use. New product was opened. Replacement will be needed to the above person. By the way, only one of the 2 devices will be returned. The other was discarded. Same lot number.